Event description:
O2 monitor/analyzer was not reading fio2 correctly. Analyzer removed from jet ventilator and attempted to re-calibrate analyzer. Multiple error codes were displayed e03, e05, e07. O2 cell and cable connections tight. No effect on patient. New analyzer placed into service.